Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access high sensitivity troponin I reagent was not returned for evaluation. All assay and system verifications met specifications at the time of the event. No hardware errors, flags or other assay issues were reported in conjunction with this event. The cause of this event cannot be determined with the available information. The beckman coulter internal identifier for this report is (B)(4).

Event description:
On 26dec2019 the customer reported that a non-reproducible elevated troponin I (access high sensitivity troponin I) result had been generated on the customer's unicel dxi 800 immunoassay system (part number a71456 and serial number (B)(4)). The initial elevated access high sensitivity troponin I result of 109.9 pg/ml was released from the laboratory. There was a report of change to patient care or treatment which occurred in connection with this event. The patient underwent a cardiac catheter examination. There was no report of additional injury to the patient in association with this event. No additional information is available at the time of this report. System performance indicators such as system check, calibration and quality control were passing within the laboratory's ranges at the time of this event initial sample analysis was performed from the sample primary tube. No further information regarding sample type, sample processing, handling or storage was provided.

Event description:
On 26dec2019 the customer reported that a non-reproducible elevated troponin I (access high sensitivity troponin I) result had been generated on the customer's unicel dxi 800 immunoassay system (part number a71456 and serial number (B)(6)). The initial elevated access high sensitivity troponin I result of 109.9 pg/ml, generated on (B)(6) 2019, was released from the laboratory. The sample was repeat tested four (4) days later, on (B)(6) 2019 and results of 3.2 pg/ml, 3.3 pg/ml from the same analyzer and result of 4.6 pg/ml from a different analyzer, were obtained. There was a report of change to patient care or treatment which occurred in connection with this event. The patient underwent a cardiac catheter examination. There was no report of additional injury to the patient in association with this event. No additional information is available at the time of this report. System performance indicators such as system check, calibration and quality control were passing within the laboratory's ranges at the time of this event initial sample analysis was performed from the sample primary tube. No further information regarding sample type, sample processing, handling or storage was provided.